Manufacturer narrative:
After further clinical review of this event w/bard's medical dept., this event was reassessed & determined to be MDR reportable as a malfunction pursuant to 21cfr part 803. A MFR'g reviewed was conducted & the reported lot met all release criteria. One vacora biopsy probe was returned for evaluation. The investigation is confirmed, as the probe was received w/the vacuum hose detached from the syringe. The vacuum hose detached from the syringe during functional testing. The components of both the hose & syringe were measured & found to be w/in specification. It was noted that the stylet lumen was occluded. The definitive root cause could not be determined based upon the available information. The vacora biopsy probe (IFU), includes instructions for use, precautions & warnings. It is unknown if procedural issues contributed to the reported event.

Event description:
It was reported that during an ultrasound guided breast biopsy procedure, the tubing that is connected to the needle detached and splattered fluid all over the physician. The procedure was completed w/the samples obtained. There was no patient injury reported.